Event description:
It was reported that a peritoneal dialysis cassette was missing the drain line connector. The event was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.